Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced sensor glucose versus blood glucose differences. Customer's sensor glucose was 200 and blood glucose was 43 mg/dl. Customer was found by husband passed out and drooling. Customer believes that low blood glucose was due to insulin and not insulin pump. Customer declined troubleshooting.